Manufacturer narrative:
Follow-up #1: date of submission 04/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/07/2014 with the following findings: during investigation, a review of the black box and download histories showed no data from time of reported bg issue due to continued use. The dates in the total daily dose history changed from 02/28/2014 to 02/28/2013 and from 03/13/2013 to 03/13/2014. Daily insulin delivery totals appeared inconsistent due to the time/date change. The pump passed the flow accuracy test and was found to be delivering within the required specifications. The inaccurate delivery issue was not able to be duplicated due to the pump¿s data having been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump may not be administering insulin as it should. There was no additional information available for this complaint. Multiple attempts to contact the reporter were made by customer support with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.